Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The customer reported initially that the ez breathe atomizer did not produce an aerosol mist. The pt then added that a silver circular ring fell from the atomizer into his mouth while using the device. Multiple attempts were made to reach the customer via telephone and mail; however, all attempts were unsuccessful.